Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
One tapered screw-vent implant (tsv4h10), mount and retaining screw were returned for investigation. Visual inspection of the as returned products identified minor signs of wear and bone/blood residue around the external threads due to usage. The devices were engaged together. Functional testing was performed to disengage the mount and implant. The devices were unable to disengage. Pre-existing condition noted on the per was moderate bone density ¿ type ii. The reported devices were intended for tooth #19 (universal). Per the applicable IFU, it is stated that improper techniques can cause implant failure. DHR review: DHR review for the lot (1236273) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Complaint history review: complaint history review was performed for the reported lots (1236273) and no similar event or complaint was found. Post market trending review: january post market trending was reviewed and there were no actionable events or corrective actions for the reported event or products. Therefore, based on the available information and functional testing, device malfunction did occur and the reported event was confirmed. Sections updated: b4: date of this report. G3: date investigation and pce results received. G6: type of report and follow up number. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem codes. H10 manufacturer's narrative.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient ID was not provided. Patient's age was not provided. Patient's weight was not provided.

Event description:
It was reported that after placing the implant, the impression coping would not unscrew from the implant, requiring the implant to be removed. Another implant was placed in the same procedure. Pain and discomfort were reported. Tooth #19.